Manufacturer narrative:
Part number# 138-60 is not distributed in the u.s; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed the tracheotomy tube was changed in the operating room and it was impossible to inject and expel air. The inflation line was cut to expel air and the tube was replaced with no incident to the pt.